Event description:
End user reports unknown qty "some" from sample pack of 10 sent by convatec of lot 3f03456 - notch on funnel not aligned exactly with coude tip. No harm or pain was reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Manufacturer narrative:
This complaint has been evaluated. No photo or samples were received to this complaint. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production or sterilization process of the mentioned lot. No other complaints of this nature has been received on the lot. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.